Event description:
The facility biomedical engineer reported a system message displayed. The facility had to borrow another system from a neighboring facility to complete the case which caused a one hour delay. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message displayed. The customer stated that bss had dripped from the cassette into the receiver mechanism. This could have caused the system message to display. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4)